Manufacturer narrative:
Cracked reservoir tube lip, cracked battery tube threads and scratched display window noted during visual inspection. Insulin pump passed prime/compromised force sensor system, displacement and basic occlusion tests. Unable to confirm motor position encoder error alarm due to overwritten history files. Insulin pump received stuck in motor error alarm loop during bolus delivery. Motor was tested outside of the device and passed. Motor may have had intermittent failure that was not detected during testing. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the device alarmed a motor error alarm and a motor position encoder error alarm. Customer's blood glucose was over 500 mg/dl. Customer was asleep when the device alarmed. Device was unable to rewind. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.